Event description:
A report was received that the patient had an infection. The physician elected to not explant the device. The patient was treated with oral antibiotics and will continue to be monitored.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 (B)(6) description: artisan 2x8 paddle lead (lim), 70 cm

Event description:
A report was received that the patient had an infection. The physician elected to not explant the device. The patient was treated with oral antibiotics and will continue to be monitored.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.